Event description:
Report 2 of 3: it was reported while using bd vacutainer® serum/cat plus blood collection tubes, one (1) tube overfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.